Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that system fault 46,228 occurred 0 0 0 4 was recorded in history. During analysis, the reported issue was not able to be duplicated. Service reloaded software as a preventive measure. Based on the evidence, the complaint was confirmed via event log history, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave error code 46228. Ni adverse effects reported.